Event description:
Customer reported a malfunction alarm with code malf 0, but no notable events occurred prior to the malfunction. Blood glucose level did not exceed 500 mg/dl and remained within normal range. Customer was assisted with resetting the pump, and the malfunction did not recur after reset. Customer was instructed to continue using the pump and to call back if the malfunction code recurred.